Event description:
It was reported that the surgeon did an I&d on an infected hip, adm liner and head were extracted. New adm liner and head were implanted.

Manufacturer narrative:
Additional device listed was a 28mm +4 v40 taper vit head, cat # 6260-5-228, lot # unknown. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. The devices are not available because they were returned to the patient. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.